Manufacturer narrative:
The authorized service provider replaced the front bezel. The root cause of navigation ring failures has been determined to be liquid ingress caused by the variability of the assembly process.

Event description:
The customer reported the nav-ring does not work. The ventilator was not in use. The ventilator has been scheduled for onsite service to replace the front bezel. Further information is pending.